Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery. The customer's blood glucose level at the time of incident was 300mg/dl. Troubleshoot was conducted. The customer was advised there may be possible site issue. The customer was advised to check if there is a bent cannula. The customer was advised to conduct full set change and monitor the device. The customer was advised to call back if issues persist.